Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 6 atm for approximately 5 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.